Event description:
The customer's parent called and reported the insulin pump was missing a piece in the reservoir compartment opening. Customer's blood glucose was 276 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A broken reservoir tube lip was noted on the insulin pump. The device was unable to prime during testing, due to moisture damage on force sensor resistor. Excessive no delivery test and occlusion test could not be performed, due to prime/fill anomaly. The insulin pump was also received with a broken belt clip slot and minor scratches on the lcd window.